Event description:
It was reported by the clinician that during catheter placement, the physician felt the walls of the catheter near the v split were thin. As a result, an over the wire catheter exchange was performed. There were no pt complications reported.

Manufacturer narrative:
F/u report will be filed if add'l info becomes avail.